Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer's weight was 135 lbs. The customer had symptoms such as dry mouth and a headache. The customer declined to troubleshoot for insulin/site issues and did not want to troubleshoot for air bubbles or leaks. Customer stated she did not want to do the hp test until she had a chance to change her infusion set. The customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. The customer blood glucose level per the customer was now fine. The customer was advised to call back for assistance if her high blood glucose level's persist. The product was not returned for analysis.